Event description:
It was reported that the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod found a flattened and stretched external portion of the cannula. The device was originally reported due to the patient experiencing high blood glucose levels.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The exposed portion of the soft cannula was observed to be flattened and stretched which caused the soft cannula to measure out of specification, 31.3 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction: h3